Event description:
Physician was attempting to use the hawkone directional atherectomy device during procedure to treat a little calcified plaque lesion in the distal to mid left superficial femoral artery (sfa) and popliteal artery (pop) with chronic total occlusion (cto-100%). The artery diameter and lesion length were 5mm and 200mm respectively. The device was inspected with no issues noted. The device was prepped per the IFU with no issues. It was reported that the device jammed and would not close. The thumb switch would not close properly during the procedure when trying to turn the thumbswitch to the off position. The device was safely removed from the patient. The thumb switch was only partially in the off position, it was not closed fully when being removed from patient. There was no deformations noticed on the cutter. The procedure was successfully completed with another hawkone- ls device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was received with the thumbswitch positioned halfway between the ¿on¿ and ¿off¿ position the cutter was positioned approximately 9mm in the housing, and is stopped by biologics present in the housing the thumbswitch was retracted and the cutter returned to the cutter window. The thumbswitch was advanced and the cutter advanced approximately 9mm into the housing and was stopped again by the biologics. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.